Manufacturer narrative:
This supplemental report #1 is being submitted to correctly provide the date received by manufacturer. Date received by manufacturer has been changed from 12/06/2016 to 11/29/2016.

Manufacturer narrative:
Agfa field service responded immediately and replaced the dmc board, gauges, and the arrestor. The root cause was identified by (B)(6) 2017, during the investigation by agfa and the supplier. The agfa dx-d 100 unit static arrestor was installed on the unit but the arrestor was not working properly. The unintended movement was caused by an esd discharge. No further issues have been reported. There has been no reported harm to patient or user during this event.

Event description:
This supplement report #2 is being submitted to provide the root cause.

Event description:
We are reporting this MDR reportable event on (B)(6) 2016. The customer reported to agfa that when using their dx-d100 unit, they experienced unintended movement. This report is for the 2nd of two events for unintended movement for the same unit at this site. The first event is reported in FDA MDR 9616389-2016-00011. The first event occurred on (B)(6) 2016. The operator states the unit had a sudden increase in speed down the ramp. In order to stop the unit, the operator released the deadman switch at the bottom of the ramp. The second event occurred on (B)(6) 2016, the operator reported during a code red when trying to back the unit out of a room, the unit pinned her against a wall. The unit has been removed from service. Investigation is under way and a supplemental report will be provided when the root cause is determined and correction is implemented. There has been no reported harm to patient or user during this event.